Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had air bubbles / air in line. The following information was provided by the initial reporter: air-in-line issues have occurred with chemotherapy infusions- unknown product number with possible 2465-0007 and 10015861a.

Manufacturer narrative:
The samples received for this complaint are not bd products and therefore no investigation was conducted. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown.